Event description:
Element wires of wire rope were cut one by one at the edge of screw hole of drum. Remaining wires were extended by the load and untwisting force and at last broke. Resident was not injured.